Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw cannot be closed after activating the applier when the (B)(6) clip was used. There was no patient injury.

Event description:
It was reported that the jaw cannot be closed after activating the applier when the 8th clip was used. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800265 was manufactured on 06/18/2018 a total of 288 pieces. Lot was released on 07/04/2018. DHR investigation did not show issues related to complaint. P/n 543965 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73m1800474, samples were functionally inspected (fired) and issue reported "failure to function" was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. Revision of pfmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.